Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information indicated by medtronic that the insulin pump had a button errors and the buttons were hard to push. Customer stated that the battery cap was hard to screw and unscrew. Customer stated that the insulin pump had an unexpected no delivery. Customer stated that the battery was frequently changed and need to change multiple times sometimes with in a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.